Manufacturer narrative:
Follow-up #1: date of submission 04/22/2014. Device evaluation:the device has been returned and evaluated by product analysis on 04/09/2014 with the following findings: during investigation, the keypad cover was found to be torn along the side of the ok button towards the down arrow button. All of the keypad buttons responded appropriately and did not require excessive force. The keypad cover was removed and evidence of contamination was found underneath all of the key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. When the pump¿s display was replaced with a test display, the variance in color and contrast functioned properly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that up and down buttons were unresponsive and required multiple presses to work for two weeks. The reporter stated that the buttons were coming loose from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.